Event description:
It was reported that during the low anterior resection, staples malformed. Dr. Put some overstitches to close the tissue. The product has been discarded. There were no pt consequence.